Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) got a shock when using this programmer in interrogating a patient. The hcp removed the wand yet the patient advocate claimed of seeing a spark and smoke coming out from this programmer. Boston scientific technical services (ts) then discussed not using the programmer and have it returned for analysis. The hcp and field representative thought of static electricity, however, there was an observation of spark and smoke. No adverse patient effects were reported.